Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, this complaint is not related to the issue addressed in medical device correction z-0647-2022. The system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and identified that the status of the wi-fi (led) indicator on the wireless footswitch was red, and the color of the battery indicator was green and confirmed the problem with the wireless connection. To resolve the issue the fse replaced both the wireless footswitch and base station. The returned parts were not available for further analysis. After the replacement of the wireless foot switch and wireless base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wireless footswitch had a connection problem. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.